Event description:
The customer reported the system would not complete boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the service rep reformatted the hard drive and reloaded the software.